Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 150 mg/dl, 167 mg/dl, 148 mg/dl, 128 mg/dl, 132 mg/dl, and 138 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The customer service rep discovered through troubleshooting that the test strips were of incorrect dimension. The pt neither alleged harm nor experienced injury or med intervention. Based on the condition of the test strips, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.